Event description:
Reportedly the end user was sitting on the commode when the two bars that hold the bucket bent causing end user to fall through the commode. End user went to the emergency room for treatment of scrapes on back and elbow. End user was treated with pain medication and antibiotic ointment.